Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please refer to the local description. Patient consequence?: yes. Patient consequence description: revision surgery. Action taken for procedure:all innies replaced and tightened with expedium final tightening torque key handle. Some screws had to be replaced because they were loose also. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.